Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant of the implantable cardioverter defibrillator (ICD) system and antibacterial absorbable envelope, a suspected pocket infection occurred. The ICD system was explanted and replaced. No further patient complications have been reported as a result of this event.